Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support there was elevated motor current and decreased pump flow post initiation. The pump was removed and a clot ingestion was noted. Support continued via a protek duo device. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The product was returned and the low pump flow was confirmed. The root cause of the low flow was determined to be ingested biomaterial, which likely originated form preexisting cannulation/lines. This report is being filed as part of a retrospective review of historical records.